Event description:
Sales rep reports that the balloon burst during prep before being used in the case. Product not being returned, thrown away.

Manufacturer narrative:
The device sample was not returned and we are unable to evaluate it.